Event description:
It was reported that there was undersensing observed during an episode of ventricular fibrillation (vf). Abbott technical support was contacted and recommended reprogramming to resolve the event. Device replacement due to normal battery depletion was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.